Event description:
This 56-yr-old female had a mram in 1/96 with reconstruction 8/28/96 using saline-filled breast implant. The pt has recently noted a decrease in right breast size since reconstruction. Gross exam: the right implant contains small amount of watery colorless fluid and is otherwise distended with air. No obvious rupture of leakage is appreciated. The implant weighs 78 gm. The label reflects 450cc.